Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 2/3/2025. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: a lens was received in an opened sterilization pouch. The lens was inspected under magnification. The lens was received coated in viscoelastic residue and was cleaned. The lens presented with two cuts that were not continuous and damage to the optic body. No further issues were identified. The complaint issue "positioning issue" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the fully inserted non-preloaded intraocular lens (iol) was unstable upon insertion into the left eye. As a result, the doctor opted to remove the initial lens and replace it with a three-piece lens during the same procedure. Directions for use were followed. There was no unplanned incision enlargement, unplanned sutures, or delay in treatment. An unplanned vitrectomy was performed. The end-user did not seek medical attention and no medication was prescribed outside of standard care. Daily activities were not affected. It is noted that the patient has fully recovered. Through follow up, it was learned that the vitrectomy was performed because the surgeon noticed there was an opening in the posterior chamber when inserting the lens. Per the customer, the johnson & johnson device did not cause or contribute to this issue. No further information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.